Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation : a review of the instructions for use (IFU) and manufacturing instructions was conducted during the investigation. A review of provided images was also conducted. The imaging review of the relevant images provided evidence of repetitive stress on the stent struts. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the conclusion of this investigation is that a combination of forces (contraction at the ampulla of vater, as well as an abrupt change in forces as the stent extended out into the duodenum and the perpendicular direction of peristalsis experienced in the duodenum) likely contributed to metal fatigue and eventual fracture. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [hindawi_self expanding metallic stent_mbo.pdf]

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Hindawi, gastroenterology research and practice volume 2018, article ID 6527879, 10 pages, https://doi.org/10.1155/2018/6527879 - (B)(4).

Event description:
A journal article was reviewed, "self-expanding metallic stent fracture in the treatment of malignant biliary obstruction" which retrospectively assessed the clinical features of biliary stent fractures and evaluated associated factors in one hundred fifty-six patients. Six patients' events were chronicled in the article. This report discusses the occlusion and complete fracture of a cook inc. Self-expanding metal stent (sems) used to treat an (B)(6)-year-old woman with common bile duct obstruction secondary to a cystic mass of the pancreatic head. On an unknown date, a percutaneous transhepatic cholangiogram depicting common bile duct stricture was shown. Six weeks later, predilation (diameter, 8mm; length, 40mm; balloon; cook inc.) Was performed and a stent (diameter, 8mm; length, 60mm; cook inc., bloomington, in, united states) was inserted in the stricture, extending from the duodenum to the cystic duct. Eleven months after biliary stent placement, the patient developed re-obstructive jaundice, and percutaneous cholangiography showed stent occlusion. Two additional stents (diameter, 8mm; length, 60mm; cook inc., bloomington, in, united states) were deployed. An obtuse angle was formed distally between the two biliary stents. Thirty-seven days after implantation of the two biliary stents, plain x-ray revealed the absence of the distal part of the stent, resulting from complete stent fracture. The fractured stent had passed through the bowel without incident. The study concluded ¿stent fractures following (B)(6) treatment constitute a relatively rare, long-term complication. Though there were no factors found to be significantly associated with semss fracture, a trend could be observed towards more fractures in multi stent, transpapillary, and balloon dilation groups.¿ neither product nor lot number of the complaint device has been provided. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. Refer to medwatches with manufacturer report numbers as follows for the other cases: 1820334-2018-02464, 1820334-2018-02500, 1820334-2018-02501, 1820334-2018-02503, 1820334-2018-02504.